Event description:
I have a respironics bipap pro 2 osa machine. It stops for no reason while sleeping causing gasping and choking. It has an auto on feature and does come back on by itself. I have been told to disable this feature though. The machine is used to keep the airway open while sleeping and stopping with the nasal mask obstructing the airway can be hazardous and even cause strangulation and death. Their manual even states this. Has been used for 6 months except for time in transit for repairs.